Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber optic cable. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that after da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report broken blue fiber cable. The procedure was completed with no reported injury.